Manufacturer narrative:
The pump was returned to animas and evaluated by product analysis on (B)(4) 2011. The keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. Unrelated to the complaint, evaluation revealed a crack in the battery compartment. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
Patient reports that ok button feels soft and has been intermittently responding to button presses. Patient does not clean the pump. Patient wears pump on garment in protective case.